Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when 10cc of fixing water was injected to foley catheter and left in place, the fixing water began to leak.

Event description:
It was reported that when 10cc of fixing water was injected to foley catheter and left in place, the fixing water began to leak.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Three (3) photos were received. The first one shows an overview of the three-way catheter and syringe, the second photo zooms into the deflated balloon and tip, the third photo shows the catheter inflation valve cap. Visual: visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted using the (in-house) syringe attempted to inflate the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked through the outlets and the drainage lumen. Sample received product does not meet specifications as per inspection procedure which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 is applicable for this product lot number. A labelling review was not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.